Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime. The customer's blood glucose reading was in the high 200's mg/dl but was 405 mg/dl at the time of incident. Troubleshooting advised the customer to remove reservoir and disconnect the set. The customer indicated that the pump alarmed and insulin did not exit the tubing but then tried again and the insulin did exit. The customer was advised that the pump was working as designed and troubleshooting assisted customer in programming meter into the pump.